Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower/upper abdomen and developed paradoxical hyperplasia (pah/ph). Patient also reported they have been in the ER and was prescribed medications for pain. It is unknown at this time what caused the symptom of pain, or what medication was prescribed.

Event description:
Allergan aesthetics received additional information, the patient had coolsculpting treatment to the lower/upper abdomen and flanks on (B)(6) 2024 using the curve 150 applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: b3, b5, d1, d5.

Event description:
Patient reported additional information through a healthcare professional, I started noticing symptoms after 3 months and I waited longer thinking it was going to disappear and it never did. I got very sick I went to riverside university health system and I did an MRI and they saw a block of fat in the treated areas but there's nothing they can do with that.

Manufacturer narrative:
Additional information: b5

Event description:
The patient had coolsculpting treatment to the bilateral mid/lower abdomen and bilateral flanks and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Correction data: b5.